Event description:
The reporter indicated the surgeon inserted a 12.0mm icm120v4 implantable collamer lens in the patient's right eye (od) and the lens tore/broke. The lens was removed with no reported injury and another same model/diopter lens was implanted. The exchange resolved the problem. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
Pt weight: unk. (B)(4). Device evaluated by manufacturer? No. Lens not returned. (B)(4). Lens not returned.

Manufacturer narrative:
Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found one haptic torn. The lens was returned dry. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, the most probable cause of the event is user or technical error. (B)(4).